Manufacturer narrative:
This product is registered as a combination product. The lead was returned with no reported complaint. A complete lead was returned in one piece. Visual examination found external insulation abrasion breaching the outer insulation and exposing the outer coil in two locations proximal [10.6 ¿ 10.8 cm from the connector pin] and distal to suture tie impression [37.1 ¿ 37.5 cm from the connector pin]. The cause of the external insulation abrasion is consistent with friction to the device can and friction to another device or feature of patient anatomy.

Event description:
This report is to advise of an event observed during analysis.